Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged 0837-000 serial/batch number 130029 was received for investigation. Visual evaluation found that the impactor pad connector broke off inside the tibial insertion guide. The more in-depth evaluation showed signs of wear and laser lines fading. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Event description:
It was reported on 12/08/2022 by a sales representative via sems that an 0837-000 impactor pad broke off of 1255-000 tibial insertion guide outside of the patient during insertion. Case involvement, no patient effect.